Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was not able to increase the stimulation intensity due to the settings not available screen appearing. The patient confirmed the ins still charges and was currently at 100% with the controller battery at 90%. Patient tried switching to group a where he decreased down to 0.0ma and increased stimulation successfully. Patient tried group b, which he noted he used the most for his therapy but after decreasing stimulation down to 0.0ma he was unable to increase due to the settings not available screen appearing. Patient stated that this issue started 2 months ago but he was able to resolve it on his own. Patient reported that since 2 weeks ago he had noticed that reprogramming was needed to get better therapy results. Patient stated that he would go get reprogramming done, but his back soon becomes inflamed and he needed to have follow-up sessions. No symptoms reported. No further complications were reported/anticipated. Additional information was received from the patient and a manufacturer¿s representative (rep). The patient reported that he continued to have the ongoing issue where he saw the settings not available message when he tried to adjust on different programs. The patient was currently on group c and wanted to turn p2, p# and p4 all the way down so he could just focus on p1. While on the call, the patient tried increasing p1 from 6.5 but if he went any higher, he saw settings not available. The patient reported that he seemed to be able to decrease stimulation on the programs but can¿t increase. The rep later reported that the patient couldn push his stimulation any higher and the controller said settings not available. The patient had not had any falls or anything out of the norm. The rep had the patient jump to a different group. The rep noted that the patient was currently on group a and planned to meet with the patient on (B)(6) 2020 to adjust his other group, but her currently had group a and b that he could use. No further complications were reported. Additional information was received from the manufacturing representative and it was reported that the only thing the rep could determine about the settings not available message was that electrode 11 had the highest impedance of all the electrodes so they reprogrammed without using electrode 11. The event resolved. No further complications were reported.